Event description:
The customer stated that he was hospitalized due to high blood glucose levels, with a reading of 550 mg/dl. The customer stated that he was also feeling dizzy. Troubleshooting was performed, and the insulin pump was programmed with the wrong time and date. Assisted with the correct programming. All other settings were correct. The customer stated that he did not get a no delivery alarm during the time of the event. The customer also stated that some boluses are missing from the bolus history. Reviewed the bolus history, and confirmed that some boluses were not recorded. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, intermittent button response was noted during testing due to a flattened dome switch on the down arrow button. The insulin pump had a severly scratched lcd window.